Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('medical device removal') in a (B)(6)-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism. In 2002, the patient had essure (ess205) inserted. In 2002, the patient experienced asthenia ("chronic asthenia"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the medical device removal and asthenia outcome was unknown. The reporter provided no causality assessment for asthenia and medical device removal with essure (ess205). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of asthenia ('chronic asthenia') in a 49-year-old female patient who had essure (ess205) inserted. The patient's medical history included hypothyroidism. In 2002, the patient had essure (ess205) inserted. In 2002, the patient experienced asthenia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal, laparoscopic bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the asthenia outcome was unknown. The reporter provided no causality assessment for asthenia with essure (ess205). The reporter commented: essure was removed at patient's request due to chronic asthenia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Most recent follow-up information incorporated above includes: on 25-jun-2019: reporter returned essure device removal questionnaire: patient's initials were amended, height: 181cm, weight: 65kg. Essure was removed at patient's request due to chronic asthenia. Outcome 6 or more months after removal was unknown to reporter no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.